Manufacturer narrative:
(B)(4). Date sent; 6/27/2023. D4: batch # unk. B3: only event year known: 2023. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 56 year old female patient with history of morbid obesity (bmi 51.5), type 2 diabetes, hyperlipidiemia, hypertension and failed presumed gastric bypass surgery in 1982. Medical records provided indicate intraoperatively findings were not consistent with prior gastric bypass and therefore verification of the anatomy endoscopically was necessitated. It was confirmed a previous vertical banded gastroplasty had been performed and patient had initially lost but regained the weight ¿and then some.¿ patient underwent an open sleeve gastrectomy with splenectomy. Operative note provided states spleen was identified but retraction to gain visualization around the fundus of the stomach caused some intermittent bleeding and further dissection was met with additional bleeding and due to poor visualization a splenectomy was performed. A ¿vascular load 60mm echelon stapler¿ was fired across the vessels and a ¿60 mm echelon stapler with seamguard¿ with 2 green loads were used to initiate the performance of the sleeve gastrectomy, followed by 2 sequential gold loans, then 3 additional blue loads to complete the excision up to the fundus of the stomach. No difficulties with stapler use are noted and an endoscopic leak test was performed, and no leak demonstrated along the gastric pouch. An upper gi the following day indicated the gastric sleeve portion of the stomach was patent with no extravasation of contrast identified. The patient was discharged on pod #4. 2 weeks later, patient returned to the hospital with abdominal pain, low grade fever, and tachycardia and diagnosed with a leak at the surgical staple line. Patient was treated with tpn, bowel rest, and ir drain placement and remained stable throughout hospital course until transfer to another facility for long-term therapy of bowel rest and drainage. During the next year, she struggled with a pulmonary embolism, fistulas, placement of feeling tubes, and abscesses.